Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Device analysis for the desktop charger revealed cable assembly had broken connector pins.

Event description:
It was reported that on the week prior to report the implantable neurostimulator recharger (insr) would not take a charge. The patient stated last wednesday she went to unplug it and the connector pin came out. The connector pin broke. The patient woke up on the morning of report and the battery was completely empty. The patient stated that she had an implantable neurostimulator (ins) for her back and one for her neck. No patient harm was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.